Event description:
The data and info contained herein is being submitted to the FDA to comply with the regulations (21 cfr part 803) pertaining to medical device reporting. This MDR is based on preliminary info received by karl storz, who has not conclusively determined the cause of the adverse event. This MDR is, therefore, not intended to and shall not constitute an admission that a reportable event occurred or that any karl storz product was causally related to the incident. During a laparoscopic cholecystectomy, an endotip was used for entrance access. Allegedly, the bowel was perforated. Procedure was converted to open surgery, the perforation was repaired and the gall bladder removed.